Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced display anomaly. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed self-test, active current measurement test, and sleep current measurement test successfully. All buttons were tested while navigating the menus and no frozen display was noted during testing. However, a display anomaly was noted during testing: a vertical colored stripe spanning the display. Thump software was utilized and uploaded trace/history files properly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 52.0 received the lowbatteryalert (104) on 09/27/2025 04:12:00 faster than expected at 3.32 days. Battery cycle 50.0 received the lowbatteryalert (104) on 09/23/2025 10:58:00 faster than expected at 5.2 days. Battery cycle 49.0 received the lowbatteryalert (104) on 09/18/2025 05:19:00 faster than expected at 4.65 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), label damage (faded), battery tube threads - cracked, cracked case, cracked lcd window, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed. No frozen screen noted during testing. However, a display anomaly with a colored vertical stripe spanning the display was noted. Additionally, the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.